Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# l42143, implanted: (B)(6) 1997, product type: lead. Product ID: 3272-51, serial# (B)(4), implanted: (B)(6) 1997, product type: receiver. (B)(4).

Event description:
The manufacturing representative (rep) reported the patient was feeling stimulation in the wrong location and that started when they turned the system back on a week ago. The system had not been used in years but the patient had a return of pain 2-3 months ago because the patient got off some medication. The rep believed the leads may have migrated but they had not confirmed that. Follow-up provided no additional information. If additional information becomes available, a follow-up report will be submitted. Indication for use: failed back surgery syndrome

Event description:
Additional information received reported that since the last appointment with the healthcare provider, it was best to have the device taken out. The patient had an appointment to see a neurosurgeon and after that appointment, it was stated that the device was going to be taken out and reviewed whether a new one needed to be implanted.